Event description:
It was reported that after the catheter was inserted, blood was aspirated from each lumen. At that time they noticed air was contained in the blood and a leak or lumen crossover was suspected. The catheter was exchanged without difficulty or complications to the pt. Reference medwatch 1036844-2008-00139 for second event.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.